Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge) and crease flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare provider reported a left side deflation. Device has been explanted.